Event description:
Pt taken to surgery for an open heart bypass. Central line inserted. Surgery performed and pt taken to post-operative holding room. Hemodynamically the pt began to fail and was taken back to the or for exploratory surgery. While transfusing the pt with blood, it was noted that the blood was coming out of the central line and spilling onto the floor. The line was clamped off and a second one was eventually placed. Much blood was lost in the process and the pt expired. Follow up activity: tests performed: examination and manipulation of the sheaths. Results of the tests: the blue portion of the sheath, located just above the flexible introducer tube, was torn and partially separated from its connection to the hemostasis valve. When comparing to a new sheath, made by the same co and the same product number, the sheath that is torn was not as flexible. On the new sheath, the investigator was not able to tear or separate the blue portion of the sheath from its valve. Identified cause: device failure.